Manufacturer narrative:
It was clarified that no questionable results were reported outside of the laboratory. It was clarified that the customer repeated the patient samples as the questionable results did not correspond to the patient's history. The unit of measure for the na, k, and cl results was mmol/l. The field service engineer (fse) performed maintenance on the sipper and vacuum nozzles. Afterward, the customer had no further issues. The investigation did not identify a product problem. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
The evaluation result code and evaluation conclusion code were updated. The service maintenance actions resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for sodium (na) on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for 1 patient sample. Note: the unit of measure was not provided. The initial na result was 121. The repeat from a different instrument was 128. The customer also stated when the sample was repeated on the ise module in question the result was different by 4-5 points. The specific result was not provided. No questionable results were reported outside of the laboratory. After the initial point of contact, data was provided with discrepant results for 3 patient samples. Sample ID: (B)(4) initial result was 125 with a data flag. The repeat was 136. Sample ID: (B)(4) initial result was 128 with a data flag. The repeat was 135. Sample ID: (B)(4) initial result was 128 with a data flag. The repeat was 142. It is not clear if the questionable results for these patient samples were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.